Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02941. It was reported the patient's leads reflected high impedance readings. Subsequently, the patient underwent surgical intervention where the entire scs system was explanted and replaced.